Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced 5 infusion set fell off events on 02-apr-2024, 11-apr-2024, 23-apr-2024, 02-may-2024 and 17-may-2024. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 5.